Event description:
Customer reported the down button on the insulin pump was not working. Customer was trying to bolus when she noticed the button was not working. Customer's blood glucose was 236 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The down arrow button did not respond due to flattened button dome switch. The insulin pump was received without original belt clip. The device had minor scratched display window.